Manufacturer narrative:
The customer could not provide specific information on which reagent lot was in use for these events. Reagent lot used was either lot 570245, 570239 or 570236. The expiration date for these lots is 08/31/2016. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access free t3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining elevated free triiodothyronine (access free t3) results for two patients on a unicel dxi 800 access immunoassay system (serial number (B)(4)) that were discordant to another methodology and the patient clinical file. The samples generated elevated results, above the assay's normal reference range. The customer could not provide specific information on which of the two analyzers were in use for these events. The customer also analyzed the patient samples on an alternate methodology ((B)(6)) and obtained discordant, lower free triiodothyronine results within that assay's normal reference range. The patient's human thyroid-stimulating hormone (access htsh) results were within normal reference ranges for both patients. The patient's free thyroxin (access free t4) result was within normal reference range for patient one and the patient's free thyroxin (access free t4) result was above the reference range for patient 2. The access free t3 results were reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration and qc (quality control) was recovering within expected ranges at the time of the event. No hardware errors or other assay issues were reported in conjunction with these events. The patients' samples were collected in a serum separator tubes and were centrifuged accordingly to the manufacturer's recommendations. No issues with sample integrity were reported by the customer.